Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, no light is coming out from the scope, could not be identified. Could not surmise a cause, because according to the facts found out from the investigation, phenomenon ¿no light is coming out from the scope,¿ was not reproduced during the inspection at the repair department. Could not identify a root cause. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labeling review: not applicable as there was no ground for determining the cause of this phenomenon to be the misuse of users.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light source did not light up. There was no report of patient harm or user injury associated with this event.